Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving gablofen at a concentration of 2000 mcg/ml and a dose of 507.9 mcg/day via an implanted pump. The indication for use was intractable spasticity. It was reported the patient had a pump replacement surgery on (B)(6) 2016 and presented to the emergency room on (B)(6) 2016 with wound drainage and wound dehiscence with the baclofen pump visible. Laboratory testing was performed on (B)(6) 2016 and resulted in gram negative bacilli (staphylococcus). It was indicated the event was related to the implant procedure. The entire system was explanted on (B)(6) 2016 and disposed of according to biohazard instructions. The event resulted in the patient being hospitalized but the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product problem does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.